Event description:
It was reported that during a craniotomy surgery the cutter device "broke into two pieces". The reporter clarified that "the pieces did not fall into the patient" and "both pieces were recovered and accounted for". There was a two minute delay to the planned surgical procedure. A spare identical device was available for use. There was patient involvement reported. No medical imaging was required. No patient harm, adverse outcome or injury was alleged. The patient outcome post-surgical procedure was "as expected". All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device evaluation: the actual device was returned for evaluation.  Reliability engineering evaluated the device.  A visual and dimensional assessment was performed and this device met all measurable dimensions.  The reported condition that the device broke into two pieces was confirmed.  The assignable root cause was determined to be excessive side load.  If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once (B)(4) evaluates the device, a supplemental medwatch report will be sent accordingly.